Event description:
Additional information was received from a consumer (con) stating that they would be replacing her pump on (B)(6) 2024 due to since implant she has had a lot of fluid around the pump, they tried to do a catheter dye study and could not get anything to go through the catheter and since implant she has had a cerebrospinal fluid (csf) leak.

Manufacturer narrative:
Continuation of d10: product ID 8709 lot# serial# (B)(6) product type catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider reported that the pocket was made too big by the neurosurgeon. The healthcare provider has drained the seroma without success of shrinking the seroma. The pump was working fine. The pump cannot be filled without draining the seroma. The healthcare provider was going to try an iodine washout to see if the seroma can go down in size ID (infectious disease) thinks in time it may go down in size. The healthcare provider had never seen this from a foreign body encasement. The patient may need to be taken back to surgery for pocket revision.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con) indicated that the patient stated her neurologist wanted her to have a magnetic resonance imaging (MRI) and it was an open MRI. An agent reviewed and redirected the patient to a doctor. The patient then stated since implant date of (B)(6) 2023, she has had a lot of fluid buildup in the pump. The doctor has drained over 450 cc's in one week. The patient service specialist asked if patient is having the MRI related to the medtronic device/therapy and patient states she was not sure. The patient has had a headache since october and thought had a cerebrospinal fluid (cfs) leak. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.

Event description:
Information was received from a patient receiving intrathecal dilaudid (hydromorphone), bupivacaine, clonidine, and baclofen (unknown) at unknown concentrations/doses via an implantable pump for non-malignant pain. It was reported by the patient had pump replacement at another hospital because the doctor was not comfortable replacing the pump due to patient's complex spinal surgery history. About 6 months after the replacement, the patient felt a small squishy thing around the pump. In 2 weeks, it had grown to encapsulating the whole pump. The patient also mentioned being in hospital for kidney failure and when they did a CT they said the patient had calcification and the pump was in the capsule. The healthcare provider (hcp) stated to patient to wait another month (for intervention). Patient stated, 'out of 50 surgeries I've had, I've never had this happen before. I've had a lot of back surgeries, and is why I have the pump.' The receptionist at the pain management hcp's office told the patient to come in and the hcp would drain it. But, infectious disease told the patient they did not want to introduce any new bacteria or anything. Infectious disease told the patient 'it's odd to have nothing until 6 months post-op'. The hcp had the patient waiting 3 months for intervention, meanwhile now, the pump was sticking out of my stomach - the bulge on my stomach. The receptionist told patient "oh just come in, that's happened to me before".' Additional information received from the healthcare provider (hcp) indicated that the kidney failure and calcification was unrelated to a medtronic device and/or therapy. The "small squishy thing around the pump" was a large seroma without sign of infection. It was reported that the seroma increased pocket size and pump was not secure in pocket. The cause of the pump bulging out was normal possible seroma formation in loose pocket. Actions/interventions that were taken to resolve the event was reported as "trying draining and inject ozone after". The issue was not resolved at the time of this report. Patient's weight was asked, but not provided.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.